Manufacturer narrative:
Additional information: h3 correction: h6 health effect - clinical code plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 150°, with the ports at 0°, on the cavity ID end. Under magnification of 20x, the fiber fragment measured approximately 9.78mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility biomedical equipment manager reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Blood was unable to be returned to the patient and the estimated blood loss was 250 cc. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment as blood hit the top of the dialyzer housing. It was reported blood was visually observed from the dialyzer membranes. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient discontinued treatment and was able to complete treatment without issue the following day. The estimated blood loss was 250 cc. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical equipment manager reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Blood was unable to be returned to the patient and the estimated blood loss was 250 cc. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment as blood hit the top of the dialyzer housing. It was reported blood was visually observed from the dialyzer membranes. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient discontinued treatment and was able to complete treatment without issue the following day. The estimated blood loss was 250 cc. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.